Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial#: unknown, explanted: (B)(6) 2021, product type: catheter. Product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via (B)(6) regarding a patient receiving lioresal unknown dose and concentration via an implantable pump. It was reported the patient suddenly got tighter a few months ago. It was noted their pump was investigated and "a puff" was found around the proximal end of the tube. It was noted the patient had a leak in the proximal end of the tubing, so the pump and proximal tubing were replace two day ago ((B)(6) 2021). No further information was reported. No further complications were reported/anticipated.